Manufacturer narrative:
The customer reported that the AED will not power on, the asi is blank and the pads are expired. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED will not power on, the asi is blank and the pads are expired. They did not report that this event occurred during patient use.